Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the shocking was unknown, but the likely cause was a fall. They indicated it needed removal.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that through all of their procedures yesterday at the hospital, they started receiving shocks. The patient stated that the shocks started from their left to right fingers, then soon went from their upper arm to their right arm, but they couldn't figure out why they felt the shocks. The patient added that their procedures included being hooked to IV and EKG, then an upper body MRI. Then the patient mentioned that they had the people in the facility disconnect everything during the procedure, but they still had the problem of feeling the shocks. The patient also mentioned they felt the shocks when they coughed, strained a little bit when they went to the bathroom, and just any kind of effort. The patient then confirmed that when they tried to turn their therapy off, there were immediately no shocks. The patient also mentioned that they informed all of the personnel who conducted their procedures that they had an ins, but they were told that the MRI was fine because it was for their upper body. The agent reviewed general therapy information and MRI compatibility and eligibility information and then redirected the patient to their healthcare provider (hcp) to further address the issue. The agent also advised the patient to keep their therapy off until their consult with their hcp. The patient confirmed that they would turn their therapy off and would follow-up with their hcp to have their ins checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.